Event description:
A customer reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into the device. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was advised to remove the case from the pump and to inspect for possible causes of the problem. It was found that there was an o-ring on the pneumatic tap, which was removed as instructed. The customer successfully reloaded the cartridge after ensuring there was no housing damage or debris. No further assistance was requested, and the customer indicated they would resume insulin therapy, planning to call back if future issues arose.